Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the insertion flexible tube coating damage, the deflector operating knob broken, the ccd module with drive pcb distorted image, and the segment partial cut or partial disconnection of steel braid ; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.